Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was unable to be confirmed. The heartmate 3 system controller was not returned for analysis and no log files were submitted for review. A root cause for the reported event was unable to be conclusively determined. The device history records were unable to be reviewed for the heartmate 3 system controller due to no serial number being provided. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their system controller issued on (B)(6) 2023 which is indicative of a system controller exchange.

Manufacturer narrative:
A3: patient gender not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.